Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the calcified right common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was rewired and removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. No manufacturing related cause for the reported experience could be determined. A probable cause for the needle-to-cuff miss include, but are not limited to, needle deflection during plunger deployment due to interaction with human tissue or failure to maintain a stable position of the device with respect to the tissue tract. As the lot number was not reported, a review of the device lot history record could not be performed.